Manufacturer narrative:
Medtronic evaluated the device. A broken connector pin from the therapy cable was observed to be lodged in the mating socket of the device therapy cable connector. The broken pin will result in a failure of the automated ECG analysis function and the device will display a connect cable warning message. The device therapy cable and therapy connector were replaced and proper operation was confirmed.

Event description:
Medics attempted to use the device for an automated ECG analysis on a pt diagnosed in cardiac arrest. The device reportedly displayed a connect electrode alarm and use of the device was inhibited. Another defibrillator with a different therapy cable was used to treat the pt. The pt was not resuscitated. The emergency physician indicated that the reported problem did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition (pulmonary embolism).